Event description:
Doing a mr fusion prostate biopsy with anesthesia and during the planning stage of the study, the machine reset/turned off. The entire mapping process/procedure had to be restarted.